Manufacturer narrative:
One device was received. A visual inspection noted a cracked tank cover and damaged printed circuit board (pcb). The device could not be adjusted because there is damage to the pots on the printed circuit board (pcb) confirming the complaint and no further testing was performed. A root cause was due to broken printed circuit board (pcb) board components from physical damage to the device. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other, other text: UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer had a main pcb failure. No report of patient involvement.

Event description:
Additional information was received confirming the event date is unknown. No patient harm, injury, or adverse effects occurred.